Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they were running high and treated with the insulin pump. The customer states they used up their entire reservoir in one day, trying to treat the high levels. The customer's blood glucose level at the time of incident was over 400 mg/dl. The customer's current blood glucose level is 168mg/dl. Troubleshoot for the high levels were conducted. The customer is being sent out replacement sets and reservoir as a courtesy, and the tubing clamp to perform high pressure test and finish the troubleshooting.